Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid. It also reported that the insulin pump dropped in the toilet. The customer also reported that the type of fluid was water. Due to exposure to fluid insulin pump was beeping and vibrating without an alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify numbers count down anomaly due to blank display. No audio beep anomaly noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and corroded motor home switch.